Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The ventilator passed extended self tests (est), short self tests (sst), and electrical safety.

Event description:
It was reported that, during patient use, the 840 ventilator's display was erratic. Although requested, patient transfer and outcome information has not been provided by the customer.

Manufacturer narrative:
(B)(4).

Event description:
The 840 ventilator's display was blank.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.